Manufacturer narrative:
(B)(4). Approximately five months later, the patient had a pea arrest and was found unresponsive at his dialysis appointment. The patient was taken to the emergency room and shocked externally. The device was checked and there were no tachy counters, even with pea. It does not appear the patient had any fast preceding rhythms. The physician is planning to revise the electrode that has migrated previously at some point. It was discussed that the patient may receive a transvenous implantable cardioverter defibrillator (ICD) system at some point. No further actions have been taken at this time. The patient remains in the hospital and is responsive, but ventilated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The insulation was bunched up 31mm from the terminal pin. Electro-cautery damage was also noted on the electrode insulation, surface damage only. This damage was most likely procedurely induced. Resistance and hipot testing was then completed to assess the electrical performance and high voltage insulation. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any unexpected abnormalities.

Manufacturer narrative:
(B)(4). Approximately five months later, the patient had a pea arrest and was found unresponsive at his dialysis appointment. The patient was taken to the emergency room and shocked externally. The device was checked and there were no tachy counters, even with pea. It does not appear the patient had any fast preceding rhythms. The physician is planning to revise the electrode that has migrated previously at some point. It was discussed that the patient may receive a transvenous implantable cardioverter defibrillator (ICD) system at some point. No further actions have been taken at this time. The patient remains in the hospital and is responsive, but ventilated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Subsequently the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The electrode was returned and is currently in analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a ventricular arrhythmia on their way to dialysis. The patient was sent to the hospital emergency room and noted problem with the dialysis port. While in the emergency room, the patient went into respiratory arrest, then cardiac arrest. The emergency room staff were not aware that the patient had an s-ICD and they were performing cardiopulmonary resuscitation. The patient was shocked 20 times without conversion and needed to be externally rescued. It was noted that the patient had a sternotomy, but it was not known if the sternotomy was pre or post-s-ICD implant. A chest x-ray was taken from this hospitalization, which showed the electrode did not appear in proper position over the heart. The x-ray was compared to another x-ray from january, 2016 and the electrode appeared in the same position. The shock impedances were between 118 and 124 ohms. It was also questioned if the patient may have gained weight since implant. The device appeared to be sensing appropriately, however there was concern with conversion and sub-optimal electrode positioning. The patient remained in the hospital with a noted fever from an infected dialysis port. There was discussion about issuing the patient a life-vest for future arrhythmia support. No further information has been provided. The field representative was contacted and was unable to provide any further information about the electrode status or the patient status. The field representative did reach out to the clinic to see if the clinic had heard anything further, but no information was obtained. The field representative will provide additional information should it become available.

Manufacturer narrative:
(B)(4). The field representative was contacted and was unable to provide any further information about the electrode status or the patient status. The field representative did reach out to the clinic to see if the clinic had heard anything further, but no information was obtained. The field representative will provide additional information should it become available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a ventricular arrhythmia on their way to dialysis. The patient was sent to the hospital emergency room and noted problem with the dialysis port. While in the emergency room, the patient went into respiratory arrest, then cardiac arrest. The emergency room staff were not aware that the patient had an s-ICD and they were performing cardiopulmonary resuscitation. The patient was shocked 20 times without conversion and needed to be externally rescued. It was noted that the patient had a sternotomy, but it was not known if the sternotomy was pre or post-s-ICD implant. A chest x-ray was taken from this hospitalization, which showed the electrode did not appear in proper position over the heart. The x-ray was compared to another x-ray from (B)(6) 2016 and the electrode appeared in the same position. The shock impedances were between 118 and 124 ohms. It was also questioned if the patient may have gained weight since implant. The device appeared to be sensing appropriately, however, there was concern with conversion and sub-optimal electrode positioning. The patient remained in the hospital with a noted fever from an infected dialysis port. There was discussion about issuing the patient a life-vest for future arrhythmia support. No further information has been provided.